Event description:
It was reported that during an unknown procedure, the clip was unformed after firing. Changed to another one but still had the same issue. A third device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received with the handle broken, the rotation knob was loose from the shaft, and the shaft separated from the internal components of the handle. Upon functional testing, it was noted that the shaft could rotate when manually assisted; however it could not rotate with the knob due to the returned condition. No further testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the instrument, it was disassembled. Upon disassembling, the latch post and the handle post were found to be broken. Therefore no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).